Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient recently implanted with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the clinic with undesired stimulation down the right side of her heart and palpitations. Additionally, there was right ventricular (rv) lead loss of capture (loc) with rv output of 3.5v @0.4ms. Upon increasing rv output to 4.5v@1m's, rv capture was confirmed. The crt-p was programmed to lv only, with no further complaints from the patient. Technical services (ts) reviewed troubleshooting options and possible causes. It was noted that chest x-rays were normal. The field representative will review the situation with the physician and have the physician examine the chest x-rays further for possible micro dislodgement. This crt-p system remains in service. No additional adverse patient effects were reported.